Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to swimming in the pool. Customer reported that as a result, screen was blank. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Device motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display.